Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. The attorney report indicates that the patient had and was treated for a recurrence and adhesions, which are known possible adverse events listed in the IFU. The report does not identify a specific device problem and no product was returned for evaluation, therefore, it is unknown whether the device may have caused or contributed to the reported event. No conclusion can be drawn at this time.

Event description:
The following was reported by the attorney for the patient: on (B)(6) 2006: the patient underwent an incisional hernia repair, at which time a medium oval bard composix kugel patch was implanted. On (B)(6) 2010: the patient presented to his surgeon for repair of recurrent, incarcerated, and incisional ventral hernias. The patient's surgeon found that his small bowel was adherent to previously placed mesh. He freed the adhesions and removed the mesh. Following his explant surgery, the patient developed abdominal wall cellulitis and a necrotic abdominal wall wound. On (B)(6) 2011: the patient had to undergo a wound debridement, drainage of abscess and application of a wound vac.